Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: anterior cervical disc fusion procedure: anterior cervical discectomy and fusion (acdf) level implanted: c4 it was reported that, intra-op, screw caught plate, and when screw advanced, it seemed the torque caused the head to pop off the screw. Due to this cause screw head detached from the screw. The product came in contact with the patient. Screw head detached from the screw and fragments remained in the patient. No patient complication were reported as a result of this event.

Manufacturer narrative:
Product analysis: microscopic examination appears to show helical fracture with circular material flow with shaft angulation, suggesting torsional overload the above observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.